Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported having had a fluid leak associated with the patient¿s pd treatment. A watchdog timer error alert was indicated 5 times during set up for treatment during an unknown phase the patient reported a fluid leak. In a follow up the patient clarified that the leak was not associated with the catheter site but was related to the patient line connector. The patient reported that there was no adverse event, harm or intervention in association with the fluid leak. The patient was able to do manual treatments in the absence of a cycler. The cycler set is not available to return as a sample item.

Event description:
A peritoneal dialysis (pd) patient reported having had a fluid leak associated with the patient¿s pd treatment. A watchdog timer error alert was indicated 5 times during set up for treatment during an unknown phase the patient reported a fluid leak. In a follow up the patient clarified that the leak was not associated with the catheter site but was related to the patient line connector. The patient reported that there was no adverse event, harm or intervention in association with the fluid leak. The patient was able to do manual treatments in the absence of a cycler. The cycler set is not available to return as a sample item.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.